Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (aviva system), is related to case with patient identifier (B)(6) (guide system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 125 mg/dl, 82 mg/dl, 92 mg/dl (aviva system) and 216 mg/dl, 95 mg/dl, 117 mg/dl, 93 mg/dl (guide system). No adverse event reported. Return of the suspect device was requested for evaluation.